Manufacturer narrative:
Additional information was added in d.9., h.3.,h.6. And h.11. The device and the lens were returned. The lens was submerged in clear liquid inside a plastic specimen jar. The used device was held to the exterior of the specimen jar with a product label. The lens was removed from the liquid and allowed to air dry. Patterns of dried viscoelastic and a small amount of blood was observed on the lens. The reported broken haptic damage was not observed. Both haptics are full, intact to the optic and undamaged. The optic was cut into two pieces, typical of an insertion and removal. The optic edge has an area that was broken. The broken optic material was not returned. The used device was evaluated. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed dried in the device. The plunger was retracted to mid-nozzle. The nozzle tip was severely bent upward. The tip damage was most likely the result of being returned in an unprotected condition. Prior to final release, this device is placed into a blister tray which is specifically designed to hold the preloaded device in a protected position. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated.the reported trailing broken haptic was not observed. There was no problem found with either haptic. No haptic damage was observed, and both were still intact to the optic. The product investigation could not identify a root cause for the reported complaint of "trailing broken haptic". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other healthcare professional reported that during intraocular implantation procedure, during insertion of a lens one of the haptic was found to be broken. The lens was removed and the patient had further surgery as a result of this. Additional information was requested and received stating that the trailing haptic was broken. While removing the lens, posterior capsule occurred. Due to it the patient was left aphakic after anterior vitrectomy and scheduled for secondary lens implant